Event description:
The 6f mynx closure device used in neurosurgical interventional angiography procedure. The surgical procedure was complete closure of anterior comm. Arterial aneurysm. The mynxgrip vascular closure device did not deploy properly. This is the 3rd case that this has happened with this week and the first two were patients that were very slim and the closure device deployed but was not fully under the skin, which can happen so we didn't think it was a lot issue until it kept happening. No pt. Harm as a result of this device malfunction. Manufacturer response for vascular closure device, mynxgrip vascular closure 6f/7f (per site reporter): (B)(6) --cordis/cardinal health was rep. This device was returned.